Event description:
Patient presented with high lead impedance one month following implant surgery. Post-op diagnostics following the surgery indicated the diagnostics were within normal limits. The physician indicated that they initially believed the high lead impedance to be due to the vagus nerve swelling following surgery; however, the patient later again presented with high lead impedance (>=10,000 ohms). The physician then believed the high lead impedance to be due to an incomplete lead pin insertion. X-rays were taken and the physician could not indicate if the pin was not fully inserted. The x-rays have not been reviewed my the manufacturer to date. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
D1. Corrected data, sup report #1: inadvertently listed wrong brand name. D4. Corrected data, sup report #1: inadvertently listed wrong information. H6. Corrected data, sup report #1: inadvertently did not include listed codes.

Event description:
CT images were provided. Due to the quality of the image, it was unable to be assessed if the connector pin is fully inserted into the connecter block and if the feed thru wires are intact. Generator placement is normal and is at and slightly above the fourth rib. It could not be assessed if the lead was routed behind the generator, if the lead wires are intact at the connector pin, or if there are any fractures or sharp angles due to the quality of the image. X-ray images were provided. The generator was located in the upper left chest. The connector pin could not be seen inserted fully past the second connector block. Additionally, the back of the connector pin was observed to be out further than would normally be expected. The filter feedthru wires were confirmed to be intact. The lead was observed in the patient¿s neck and chest and appeared to be routed toward the patient¿s left chest. In the visible portions of the lead, no sharp angles were present. No gross discontinuities were identified in the visible portion of the lead.

Event description:
Monthly programming history was reviewed and found that the patient¿s device was found to have high impedance earlier than when it was reported.

Event description:
Patient presented to surgery. Patient had lead pin re-inserted and this resolved the high lead impedance (back to 3000 ohms range). Generator diagnostics were performed with the test resistor and the impedance showed to be about 4000 ohms.